Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected alarm anomalies noted. No unexpected off no power anomalies noted. No motor error alarm noted. Motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an unexpected restart error. Customer stated that when attempting to rewind, the insulin pump alarmed motor error and they were unable to complete the rewind sequence due to the alarm. The drive support cap was noted to be normal and the insulin pump was not exposed to a high magnetic field. Customer also mentioned a no delivery alarm. During troubleshooting a bent cannula was noted. Customer's blood glucose reading was noted to be 155 mg/dl. Device is being returned for analysis.